Event description:
A trilogy 100 ventilator was returned to the service depot for additional evaluation after failing a repair test during post-service quality checks. No allegations of patient harm, injury, or malfunction during clinical use were reported. The device was not in use on a patient at the time of the event. The failure was identified during internal service testing, and no clinical intervention was required. There was no reported patient involvement or adverse outcome. During evaluation, the device failed the nurse call functionality test. The failure was confirmed and documented with test results attached. Further investigation determined the interface pca board was the root cause of the failure. This component was replaced. The unit was then placed into run-in and subsequently retested. After replacement of the interface pca board, the device passed all final functional testing. No additional issues were found. No further services or unrelated part replacements were performed. The device evaluation is complete.